Manufacturer narrative:
This report is being supplemented to provide additional information/h10 correction based on the completed device evaluation: the device was returned and evaluated, and the customer's allegation was not confirmed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress by repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the adhesive part of the objective lens was found to be peeling off. Additionally, the bending angle was insufficient due to elongation of the angle wire, there were curved rubber scratches, the curved rubber adhesive was missing, the universal cord was collapsed, scratches were found on the operation part, there was dirt on the operation part that was difficult to remove, the video connector and video connector case were both cracked, and the label on the video connector had come off. Scratches were also found on the following device components: the grip, the right/left plate, switch button one (1), the video connector, the light guide connector, the video connector case, and the up/down angle fixing lever. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a noisy image issue while using the endoeye flex deflectable videoscope. There was no patient harm associated with the event. The device was returned and evaluated, and the adhesive part of the objective lens was found to be peeling off. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.